Event description:
The patient's cochlear implant did not function after a period of non-use. It was determined that the device was not functioning according to manufacturer's specifications. Explanation/reimplantable surgery is being considered.